Manufacturer narrative:
MFR received summons alleging that a user had discomfort from one of their thighs rubbing on their chair resulting in an amputation of their leg. No details concerning the user's medical history were provided. Info indicates that some form of "rubbing" or seating irritation was encountered by the user when the device was initially delivered to them in 2005. The pt continued to use the chair as received for well over a year. It appears that neither the family nor the user discussed the rubbing with the equipment provider or any health care professional. Monitoring of pt skin condition including the correction of any irritation would prevent serious injury as described. This incident is not the result of product defect or malfunction. Serial number of product has not been provided. MDR filed based on alleged injury.

Event description:
Received info from ivc legal alleging the wheelchair began rubbing the left thigh of the consumer shortly after he received the chair in (B)(6) 2005. The rubbing allegedly resulted in a friction wound in late 2006, resulting in the amputation of his left leg in (B)(6) 2010.